Manufacturer narrative:
Sensor 0m000g5rurr has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection of the sensor plug and damaged was observed to the guide tabs. The plug was seated correctly and therefore the damaged guide tabs did not cause the customer complaint. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. A caller reported that the customer obtained a "replace sensor" message after one day and was unable to obtain scan readings. The customer experienced malaise, loss of consciousness, and was treated with coca by a healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. A caller reported that the customer obtained a "replace sensor" message after one day and was unable to obtain scan readings. The customer experienced malaise, loss of consciousness, and was treated with coca by a healthcare provider. There was no report of death or permanent injury associated with this event.